Event description:
It was reported that the pt experienced intermitted stimulation. Telemetry revealed low impedance with values less than 50 ohms on electrode pairs 3 and 12, 2 and 11, and 4 and 13. No pt treatment or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.